Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.

Event description:
No additional information was received regarding the event or problem.

Manufacturer narrative:
Supplemental submission 0002023141 - 2021 - 03023 ¿ 3 has been submitted to correct section h1 type of reported event of supplemental 0002023141 - 2021 - 03023 ¿ 1, which indicated that the reported event is a death. In this case, the event did not result in a death but should have indicated serious injury as initially specified within 0002023141-2021-03023.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D4: catalog. D4: UDI and lot number unknown / not provided. D4: expiration date. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by manufacturer. G4: PMA/510(k) number. H1: type of report, follow-up number. H2: follow up type. H4: device manufacture date. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). First/given name: unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported peri-implantitis. Provisional prosthesis was placed and removed after 6 months. Patient would be rescheduled for new implant placement.